Event description:
Same case as MDR ID# 2134265-2012-00791. It was reported that during a percutaneous coronary intervention (pci) catheter resistance occurred. The lesion was located in the left anterior descending artery (lad). A non-bsc stent was placed in the proximal lad and postdilated with a nc balloon. A promus element stent 2.75x38mm was then placed distal to mid lad, followed by a 3x12mm promus element stent to cover the lap between both stents. Multiple inflations were performed with the stent delivery system. Ivus was performed using an atlantis sr pro. During the pullback the guidecatheter was being sucked down the vessel. The physician had difficulty withdrawing the ivus catheter. It was reported that the 2.75x38mm promus element stent became damage distal to proximal losing about 18-20mm in stent length. A postdilation was performed with a 3mm nc balloon and a further 2.75x24mm promus element stent was implanted to cover the damaged section. Ivus was performed and all stents look well apposed. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).